Manufacturer narrative:
The device remains implanted and will not be available for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately two years seven months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter aortic valve due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.